Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 507 mg/dl. The customer was treated for high blood glucose readings manually. The customer was asked to press the act button and confirmed what is displayed. The customer stated that there was no power on the pump. The customer stated that he received a battery out limit on the pump after inserting a new battery. The customer stated that the pump alarmed during normal use. The customer was advised that a normal use may indicate a loose battery cap. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.